Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple occurrences of a signal too low alarm, unexpected restart alarm and displayable history check failed on startup alarms. The customer's blood glucose was unknown. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced due to the repeated occurrences of the alarms. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, error, and self tests. No unexpected error alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.